Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the tulip of the screw is confirmed to be separated from the screw shaft. There is deformation to the head of the screw - in particular there is a dent on the screw which is consistent with a tightening force greater than 12 nm. The dent is at the edge of the screw head indicating the screw was positioned at a maximal angle during final tightening.. Conclusion: the cited cause of the device failure is condition of use, specifically excessive cantilever forces during insertion.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the tulip of the screw is confirmed to be separated from the screw shaft. There is deformation to the head of the screw - in particular there is a dent on the screw which is consistent with a tightening force greater than 12 nm. The dent is at the edge of the screw head indicating the screw was positioned at a maximal angle during final tightening. Conclusion: the cited as causes for tulip disengagement: overload or over tightening, multiple tightening, tightened before rod correction and application of significant cantilever load.

Event description:
It was reported that one month after surgery, patient fell on back. X rays immediately following the fall did not show any damage to rods or screws. Four months later follow-up x-rays showed breakage of the rods. Revision surgery not yet scheduled.

Event description:
It was reported that one month after surgery, patient fell on back. X rays immediately following the fall did not show any damage to rods or screws. Four months later follow-up x-rays showed breakage of the rods. Revision surgery not yet scheduled.